Event description:
Mentor textured implants caused severe infection 1 year and 2 mos after surgery. Had no other infections or open wounds. Infection started on right implant destroyed tissue including muscle tissue that held the implant in place. Implant moved to skin area and caused further infection. Had two day hosp stay, emergency surgery to remove implant, permanent scarring and tissue loss leaving right breast deformed.